Event description:
It was reported that bd ultra fine¿ pen needles would not allow the medication to flow. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 7241647. It was reported that nothing came out of the pen needle during injection and when the pen needle was removed the non patient end of the pen needle was bent. Consumer reported nothing came out of the pen needle during injection when she removed the pen needle she noticed the non patient end of the pen needle was bent. Consumer does not do the priming, no one told her about it. She only test the patient side needle to see if it is straight. She rotates the injection site. Consumer did not reply about if she tighten her pen needle to the pen. Explained consumer not to over tighten her pen needle.

Manufacturer narrative:
As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow the medication to flow. This was discovered during use. The following information was provided by the initial reporter: material no. 320122, batch no. 7241647. It was reported that nothing came out of the pen needle during injection and when the pen needle was removed the non patient end of the pen needle was bent. Consumer reported nothing came out of the pen needle during injection when she removed the pen needle she noticed the non patient end of the pen needle was bent. Consumer does not do the priming, no one told her about it. She only test the patient side needle to see if it is straight. She rotates the injection site. Consumer did not reply about if she tighten her pen needle to the pen. Explained consumer not to over tighten her pen needle.